Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The stimulation was due to the device being in high output in backup vvi mode. A device restoration was completed successfully. The patient was in great condition post restoration.